Event description:
Gambro rec'd a complaint on december 05, 2007 from a facility who reported that a phoenix machine was leaking from bottom. It was unk when the leak occurred. There was a complete disconnection. There was no pt injury or medical intervention warranted in this event. No evidence of alarms occurred. A gambro tech inspected the machine and found that it was leaking from separated tube fitting down from po pressure transducer. He reconnected tubing at "t", fitting from po pressure transducer; he verified no excessive pressure in machine and all pressure transducers. He verified no other leaks from machine. He performed complete rinse cycle and complete adr heat disinfection.